Event description:
A customer reported a malfunction on a pump, which displayed a malfunction code. Customer¿s blood glucose (bg) level was 400 mg/dl. Technical support provided instructions on how to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if any issues arose again, which the customer acknowledged and understood.